Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a plastic piece in the bezel assembly that maintains the switch mechanism to the power knob that came loose. The front bezel panel was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.